Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and lymphadenopathy.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii/iii, "microcalcifications, radial folds, cysts and lymph nodes observed with diffuse cortical thickening." The device remains implanted.